Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient allegedly began experiencing pain and slight bleeding a few days after the catheter was placed suprapubically. The catheter was sliding in and out so he taped the catheter to his stomach in attempt to keep it in place. When he went to have the catheter removed after about a week of use, the catheter shot across the room and the doctor noted that there was a hole in the balloon. Complainant noted the catheter felt secure when it was first placed. No pieces of the balloon were reported to be missing and no medical intervention was required for the pain or bleeding.